Event description:
During a laparoscopic sigmoid colectomy the endo-gia stapler cut without the staple closing. The first fire was successful but during the second fire there was a tracking noise and once the stapler was removed there was a hole in the bowel with open staples. Dissection was carried down and another staple was fired. Immediate testing was performed and an air leak was found which was successfully closed with sutures.